Event description:
It was reported that pump displayed malfunction code malf 16 without any notable events occurring beforehand, and caller declined to provide information about impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery and was advised to put pump into storage mode, program pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label after technical support arranged pump replacement.